Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information was received from the consumer. When the hcp did the pocket revision (weeks before the infection), a piece of the sponge broke off and was left inside the pocket. The patient was admitted to the hospital on (B)(6) 2015. It was reported the patient experienced infection symptoms at the pocket and the catheter tract. Symptoms included drainage. The consumer would manually "milk out" the infection into a basin of gauze. On (B)(6) 2015, the hcp stated the pump pocket was infected. On (B)(6) 2015, the hcp decided that the pump pocket was infected and decided to do a wash (to wash out the infection). On (B)(6) 2015, the hcp went to do the wash and stated the pump and catheter were infected with a staph infection. The infection was confirmed. Oral antibiotics were administered. The patient was on two rounds of oral antibiotics. They did not put in a PICC line. Therapy was removed on (B)(6) 2015. The infection was resolved.

Event description:
See MFR. Report number: 3004209178-2015-23610 for information on the pocket revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid 7.5mg/ml; 0.85mg/day and bupivacaine 4.5mg/ml; 0.51mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The event date was approximately 10/21/2015. It was reported the patient experienced a possible pocket infection and had clear drainage coming from center of the pump incision. The patient had a pocket revision several weeks ago and it never healed. The patient was admitted to the hospital. Surgery and pain management were evaluating the patient. Surgical intervention occurred and the pump and catheter were removed on (B)(6) 2015 due to staphylococcus aureus infection. Patient status was alive; no injury. Diagnostics and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. (See manufacture report # 3004209178-2015-23610 regarding pocket revision)